Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (lowest of 42 mg/dl). Food was consumed to treat bg level. Reportedly, the customer attributed the low bg to sickness, medication, and over-correcting for blood glucose levels by stacking too much insulin. Tandem technical support advised the customer to use the iob (iob = active insulin in the body) display as a reference to prevent insulin stacking. Customer acknowledged.